Event description:
It was reported that the pt's ipg was replaced due to shocking on (B)(6) 2012. During intra-operative lead testing with the new ipg on (B)(6) 2012, good coverage was achieved without shocking. The pt reports she began feeling a jolting sensation again on (B)(6) 2012, though her description differs from that described in previous reports. The pt reported feeling stimulation in her left thigh and buttock and jolting in the center of her low back. A sjm rep met with the pt for programming, but was unable to provide good stimulation coverage without the jolting sensation in her low back. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.